Manufacturer narrative:
B3: date of event is an approximate. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated wit implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) cannot get the cylinders to deflate completely, which causes the side of his shaft to feel hard and causes discomfort and pain. Customer service provided deflation and valve reset techniques. The patient stated that he had a stroke after his surgery but did not provide any further information. A visit to the physician or the emergency room was recommended due to the pain he was in. No further patient complications were reported.